Event description:
It was reported in the journal article titled " unprotected left main stenting in the real world: two-year outcomes of the french left main taxus registry" that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The unprotected left main (lm) artery was stented with an unspecified taxus express2 drug eluting stent. Six to eight months post procedure in-stent restenosis was observed and unspecified target lesion re-intervention was performed. No further information is available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Literature citation: unprotected left main stenting in the real world: two-year outcomes of the french left main taxus registry. Circulation 2009; 119(17): 2349-56. Vaquerizo b, lefevre t, darremont o, silvestri m, louvard y, leymarie jl, et al.